Manufacturer narrative:
Eval results pending analysis of the product.

Event description:
It was reported that the baton displayed a message stating it needed to be plugged into the monitor and it displayed no video. Other batons did not have an issue with the same monitor. No pt injury was reported.